Event description:
It was reported that the patient underwent knee procedures on unknown sides on (B)(6) 2012 and (B)(6) 2013 implanting orthopedic salvage systems. Subsequently, the patient was revised on an unknown side on (B)(6) 2014 due to an implant fracture.

Event description:
It was reported that the patient underwent knee procedures on unknown sides on (B)(6) 2012 and (B)(6) 2013 implanting orthopedic salvage systems. Subsequently, the patient was revised on the right side on (B)(6) 2014 due to an implant fracture.

Manufacturer narrative:
This follow-up report is being filed to correct the event description and report additional information. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-08044 & 1825034-2015-02049).

Event description:
It was reported that the patient underwent knee procedures on unknown sides on (B)(6) 2012 and (B)(6) 2013 implanting orthopedic salvage systems. Subsequently, the patient was revised on the right side on (B)(6) 2014 due to an implant fracture. Additional information reports patient underwent an initial knee procedure on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason. A further revision procedure was performed on (B)(6), 2014 due to fracture of the yoke.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent knee procedures on unknown sides on (B)(6) 2012 and (B)(6) 2013 implanting orthopedic salvage systems. Subsequently, the patient was revised on the right side on (B)(6) 2014 due to an implant fracture. Additional information reports patient underwent initial knee procedure on (B)(6) 2012, but that the procedures on (B)(6) 2013 and (B)(6) 2014 were both revisions. The revision performed on (B)(6) 2014 was due to failed oss yoke.

Manufacturer narrative:
Event description - the revision procedure occurred on the patient's right knee.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that review of the device suggest possible fatigue fracture with multiple origins; however the root cause of the event could not be determined.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.